Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study start date of january 1, 2022, is used for the estimated date of event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 (initial reporter facility name): department of diagnostic and interventional radiology, foundation irccs ca granda - ospedale maggiorepoliclinico. Block g2: literature source: carolina lanza, et al. "Efficacy and safety of percutaneous transhepatic lithotripsy using spyglassdstm cholangioscopy for the treatment of difficult stones" diagnostics 2025 (mdpi), 15 (2025) 1060. Doi: https:// doi.org/10.3390/diagnostics15091060. Block h6: imdrf patient code e0731 captures the reportable patient complication of pleural effusion. Imdrf patient code e2326 captures the reportable patient complication of inflammation. Imdrf impact code f2301 captures the additional device required. Imdrf impact code f2202 captures the endoscopic diagnostic procedure performed. Imdrf impact code f14 captures the prolonged episode of care. Imdrf impact code f08 captures the additional hospitalization.

Event description:
Boston scientific became aware of events involving spyscope ds ii access & delivery catheter through the article, "efficacy and safety of percutaneous transhepatic lithotripsy using spyglassdstm cholangioscopy for the treatment of difficult stones," by carolina lanza, et al. The article describes a retrospective study between january 1, 2022 and december 31, 2023. The study involved 10 patients (median age 64) who underwent percutaneous transhepatic lithotripsy (ptl) using spyglassdstm cholangioscopy system. Patient status: a patient showed increased inflammatory and liver damage markers the day after the procedure, along with evidence of right pleural effusion on chest x-ray. Symptomatic treatment was sufficient during the residual convalescence period. After eight days, ptcs with stenting was performed, and the patient was discharged in stable conditions after 14 days. Please see the referenced article for full details and full listing of physicians and healthcare facilities.